Event description:
A 16mm diameter x 11.5cm length medtronic aneurx iliac stent graft was to be placed into the contralateral gate opening of a bifurcated stent graft. After running a guidewire up the contralateral iliac artery to access the gate on the bifurcated stent graft, the physician passed a 9mm balloon over the wire and into what was believed to be the body of the bifurcated graft, the physician inflated then slowly removed the balloon. The physician felt no resistance during the removal of the balloon, leading to believe the guidewire was correctly placed through the gate opening. The guidewire was in fact outside of the bifurcated graft and in the aneurysmal sac. The 16mm x 11.5cm iliac stent graft was positioned up to the bifurcated stent graft, and deployed. Post-deployment fluoroscopy revealed a sizeable leak in the contralateral limb region. A non-compliant balloon catheter was passed into the junction to help seal the leak. Once the balloon reached the proximal end of the iliac graft, angiograph revealed that the iliac stent graft was deployed outside of the bifurcated gate opening. With no means to rectify the problem, it was elected to convert the pt to open repair. The pt is reportedly doing well, and there was no add'l clinical sequelae reported relative to the event.